Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator within 18 months of service. The device was explanted and a new device was implanted. The device was returned for analysis.